Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation procedure. Reportedly, a prostyle suture was preplaced. The sheath was upsized to 9f, and the ablation procedure was completed. After the knot was successfully advanced, hemostasis was not achieved. Manual compression achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.